Event description:
This procedure was performed in the left femoral artery: 3 stents were used post-laser and opening of a occluded femoral popliteal bypass graft. This graft had been occluded for 4 years. Graft was opened using a laser device. However, stenting was done post-laser which gave sub-optimal result. Patient did well and procedure was successful. Case was done in 2007. Patient came back to physician complaining of leg pain and burning on the following month. A follow-up angiogram was done. It was found that in the mid-proximal end of the graft, there was a stent fracture. One of the struts perforated the vessel. The patient was treated with another stent and the point of perforation and is doing fine.